Manufacturer narrative:
The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the video cable is not serialized the device history and the previous complaint history of the video cable could not be reviewed. At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, glidescope titanium lopro t3, and glidescope gvm video monitor, there was an intermittent image. Reportedly, the video cable was damaged/kinked at the connector end. The procedure was completed with another video laryngoscope system, however the specific brand and model were not provided. No delay in the procedure or harm to patient or user was reported